Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The father reported his daughter's death. The patient died in her sleep at her home on (B)(6) 2018. She did not go to the hospital; the sheriff went to her apartment and declared she was deceased. The father did not report what led to her death and did not wish to provided any more information or answers.